Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery, the tip of the drill bit was broken. The surgeon commented that the drill bit seemed to be interfered with something or he put excess force to the drill. The fragment tip (a little less than 10mm length) remained in the end of diaphyseal. There was no surgical delay. No other medical intervention required. Concomitant devices: va-lcp plate (part 04.117.901s, lot unknown, quantity 1); va-lcp plate (part 04.117.502s, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: 323.062 / 9525276 manufacturing location: bettlach, manufacturing date: (B)(6) 2015, lot of 120 pieces was released based on step 0110 of work order 9668760. No deviation or any ncrs were marked in this document. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the broken product was returned in a packaging different from the original packaging. The spiraled groove was twisted and the broken tip of the device was not returned. The laser etching was readable, but usage marks were present on several areas of the device. A device history record review was performed for the affected lot with no abnormalities or deviations detected that would contribute to the complained failure. A verification of the measured hardness was conducted for each lot of the processed materials as mandated. All the measurements were found to fulfill the specifications. Additionally, all relevant dimensions of the returned item were evaluated for function and found to fulfill specifications. The raw material certificate of the lot was processed according to proper protocol. Based on the above assessment, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: the surgeon believed that the issue occurred during the drilling of a prepared hole. No additional surgeries have been or will be scheduled to retrieve the broken fragment.